Event description:
Information received from a trial patient in basic evaluation. It was reported that patient had a headache since yesterday and the pain had been there more than urge. Patient had not been able to start recording as she was still under the influence of the anesthetic from yesterday. She felt the urge to urinate but unable to go. Patient was advised to connect with healthcare provider. A day later, patient further reported that she was still unable to go as much like before. She had lead changed from right lead to the left lead. Patient also reported she had diarrhea the last day or so. It was unknown if the issue was resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.